Event description:
Generator depleted. Pt underwent generator replacement leads tested at replacement & v lead mod srii above chronic was found to have high pacing thresholds above 2.8 volts, impulses above 1000 ohms w/intermittent sensing. Resulted in capping failed v-lead & replacing with new lead. (Original not implanted at this facility).